Event description:
I had a MRI on my back done at (B)(6) on (B)(6) 2016. After the procedure, I was told the person who did it was not supposed to do the type of MRI I had. They told me I needed to come back the following week to have it repeated. I did not do the second MRI and someone mentioned to me that this would cause me to have additional radiation and a doctor should have approved the second MRI. Maybe this is allowable, but didn't seem right so I am letting you know in case it isn't.